Event description:
It was reported that the large mobile detector failed, and undertable mounting was not possible. The device was in clinical use and there was no patient or user harm.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 4.x indicating that large mobile detector failed, and undertable mounting was not possible. The use of device was unknown and there was no patient or user harm. The field service engineer (fse) performed analysis and concluded that the detector was dropped by the customer, which resulted in the image error observed during test recording. There were 2 heavy shocks registered in the detector shock log. The large detector is defective and needs to be replaced. All relevant log files and system data were collected and submitted to the specialist team for further assessment, and an exchange request was initiated. A temporary functional check was successfully performed using a small detector, allowing limited system use. The large detector was replaced, and both the acceptance and constancy tests were performed. All values were within specifications, and the system was returned to clinical use. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).